Event description:
Philips received a report that the site was setting up to acquire a whole body bone scan. During the pre-programmed motion (ppm), detector(det) 2 came into contact with the skytable. The collision sensors on det 2 activated an emergency stop halting all motion to the system. The site was able to remove the pt from the table. The was no injury to a pt or operator.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Further review has determined that if this malfunction were to recur, it would not be likely to cause or contribute to death or serious injury. The field safety engineer (fse) evaluated the system and confirmed the table was making contact with detector 2 during execution of a pre-programmed motion (ppm.) The fse determined that one of the tel-mags was not collapsing one hundred percent (100%). The fse replaced the tel-mag on the skytable and reset the table controller. After making the adjustments to system, the fse checked all ppm's and confirmed the collision sensors were working properly at the site before handing the system over to the customer for use. The technologist stated that det 2 has not made contact with the skytable since the fse made the appropriate adjustments to the system. The system is equipped with safety hardware and software limits. If the collimator comes in contact with a pt or object, the system will activate a system emergency system and halt motion to the system in a controlled fashion, preventing serious injury to a pt, operator or bystander. Internal cross reference: (B)(4).